Event description:
It was reported the patient underwent a procedure where a drg trial lead was to be placed. However, the physician was unable to gain access in order to place the lead and the procedure was abandoned.